Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened (up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify lost sensor alarm due to buttons not responding.

Event description:
The customer¿s mother reported via phone call that the sensor had calibration error. The customer¿s blood glucose level was 390 mg/dl, and other relevant blood glucose level was 193 mg/dl. The customer also stated that they put new sensor and they got continuous sensor error. The customer passed the test plug procedure. Customer was using blue test plug. Customer stated that the led blinked on and off when connected to the test plug. Customer stated that there was no damage to the connection bridge or pins and sensor feature was on. Customer was assisted with troubleshooting for sensor error. The device will not be returned for analysis.